Event description:
A customer reported receiving an altitude alarm on their pump multiple times on specific dates. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use mdi as a backup therapy and received a pump replacement with updated software. Technical support provided instructions for the return and storage of the old pump, which the customer understood and acknowledged.